Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/13/2021 additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent the dressing was applied according to the IFU on unicompartmental knee replacement. Patient had knee washed with sterile water and a surgical sponge after procedure was completed and closure of the wound was completed. Additional dressings were not shared by pa the surgeon/pa suspect that patient that have been exposed to dermabond prior to the surgery develop a sensitivity. There was no known sensitivity to pressure sensitive adhesives. No known patch or sensitivity tests performed. Patient demographics: not shared patient pre-existing medical conditions: not shared has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)- surgeon/pa suspect this. Patient they had used it on prior experienced reactions. Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure- yes what is the current status of the patient- full recovery once dressing was removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? When the pa described the events he mentioned there had been multiple incidents. He did not specify how many or when. What is the total number of procedures? The pa did not have exact quantities of events. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). There have not been any previously reported events with dr. This is the first this has been reported and no specific patient names or dates were specified. What is the procedure name? Unicompartmental knee replacement/total knee replacement what is the procedure date? No date specified. What date did the reaction occur on? The date of the reactions happened roughly 3-10 days following the procedure. Specific dates not shared. What does the reaction look like and how large of an area does the reaction cover? It was shared that generally there was redness directly surrounding the mesh of prineo. This was not blistering from too much tension. Do you have any pictures of the reaction? Yes- picture of one patient's knee. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed or purchased over-the-counter. It was commented that for the serious cases a topical steroid cream was administered. Can you please clarify if this cream is prescription based or purchased over the counter? The pa mentioned it was a prescribed steroid cream for topical use. He did not say a specific name. What is the most current patient status? All patients made full recoveries once mesh was removed. Can you identify the product code and lot number of the product that was used? Product code: clr222us. Lot number: not available since the events happen multiple days post-op. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Although it was not specifically mentioned by the pa by which patients had and had not previously had prineo used on them, he mentioned that there was a higher incidence for reactions on patients that had previously had prineo used on them for prior surgeries. Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the current status of the patient? The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product will be returned.

Event description:
It was reported a patient underwent an total knee replacement procedure on an unknown date and topical skin adhesive was used. Post-op 3 to 10 days, reaction with redness. Treat with a prescribed steroid cream for topical use, which cleared up the reaction completely. Once the product was removed patient reaction cleared up. No device returning. Additional information has been requested.